Manufacturer narrative:
(B)(4). Date sent: 08/18/2025. D4: batch #279d85. Corrected data: d4 (UDI, expiration date), h4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst60b reload was received partially fired 1/4. The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 279d85, and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection procedure, it was observed that the reload device was misfired. It was unknown how the procedure was completed. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 08/01/2025. D4: batch #unk. Additional information was requested, and the following was obtained: - please explain in detail what was the issue with the device. Was the firing sequence started but not completed? Firing sequence started but not completed. If yes: did the device deliver any staples? Few staples delivered. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? No. - did the device cut? A litte. If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? A very small cut line. - was there any difficulty opening the device? No. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Yes. Is the current patient status known? Safe. - was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device gst60b with lot number 312d32; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.